Event description:
Hcp reported patient in hospital with withdrawal symptoms. Drug dose prescribed was baclofen 2000 mcg/day. In 2006, the patient reported return of symptoms and doctor confirmed pump reservoir volume was as expected. Catheter contrast study performed and catheter replaced 7 days later. The patient seemed to get relief after catheter replacement. At last refill, nurse aspirated 18 ml and expected 4.2 ml. Doctor performed roller study and x-ray images roller stall. Recommended pump replacement.